Event description:
Rptr states implant went flat; right one leaking inside. Rptr has night sweats, memory loss, confusion, muscle weakness, thyroid enlargement, lack of concentration, irritable bowel syndrome, hypersensitivity to food, chemicals, molds and dust, gastrointestinal symptoms, fatigue, dry eyes, mouth and vagina , chest muscle syndrome, blurred vision, bladder problems anxiety and depression.